Event description:
Procedure type: lap subtotal colectomy. According to the reporter: after firing the anvil was adhered to bowel wall and was dragging the bowel with it on removal. Due to damage to bowel the anastomosis was converted to iliectomy.

Manufacturer narrative:
Initial report stent: 03/09/2009